Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3057, product type: screening device.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens). It was reported the patient pulled the lead and everything out on (B)(6). The patient¿s husband was advised to connect with the healthcare professional (hcp) and see what steps needed to be taken moving forward. There were no further complications that have been reported as a result of this event.